Event description:
Site called to report a damaged camera cable. Event did not occur during surgery and no pt was present.

Manufacturer narrative:
No pt info as no pt involved in this concern. Medtronic rep replaced cable per RMA, and system was working as intended after cable was replaced. No pt involved.